Event description:
The customer called to report an employee who has developed asthma like symptoms after working with cidex opa. The customer reported the employee's symptoms to be "respiratory symptoms" and chest tightness. The customer reported that the employee has a history of asthma, but that her pulmonary functions have not changed of the last five years. The customer declined to share whether or not the employee was prescribed medication. The customer requested info regarding respirators.